Event description:
Clinical study. Same case as MFR# 6000093-2004-00745. After a coronary drug eluting stenting treatment procedure in the left anterior descending artery, the pt experienced a myocardial infarction. Additional info has been requested.